Event description:
Patient reported when he was sleeping the v-go fell off. The v-go was applied to the inside of his right arm. And the location was prepped with the alcohol swabs prior to the v-go device being attached. Patient mentioned when the device fell off he reportedly felt the needle prick him. Patient no longer has the device as it has been discarded.